Event description:
It was reported that during a change out procedure of the existing pacemaker, there was difficulty experienced when removing the right ventricular (rv) lead from the header of the device. Multiple attempts were made to loosen the setscrews on the rv port, but it was not successful. Then, the rv lead exhibited terminal end damage, so the physician elected to surgically abandoned and replace the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, all seal plugs were found to be missing. Microscopic visual inspection of the rv lead barrel and rv inner seal ring identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
This supplemental report is being filed to provide investigation results.